Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Health (B)(6) incident report reference no (B)(4); submitted to health (B)(6) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2008. On (B)(6) 2009, the patient experienced vaginal odors, urination dysfunction, urinary incontinence, acute pain, severe pain during sexual intercourse, bleeding despite hysterectomy, "particle size formation," stress, recurrent urinary tract infection, and pain in the pelvis, lower back, legs and hips. Subsequently, the patient had to go through granuloma excision and corrective surgery.